Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w4tr02 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged, and the lead thresholds has risen to high levels. The lv lead was not pacing or capturing, and pocket stimulation was noted. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.